Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display was found to be damaged and had a white screen. It was also noted that the keyboard and keyboard case hinges were broken.

Event description:
It was reported the programmer would not boot up. A service disk was attempted, without success. There was no patient involvement.